Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic knee surgery the tip of the needle broke inside the patient. The surgeon retrieved the fragments, but the surgery was delayed by one hour. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as the visual evaluation of the received ar-12990n-1 with batch 15394125 noted that the distal end of the knee scorpion needle is broken (see evaluation pictures 1 + 2). The broken piece was returned for investigation. A functional test was not performed due to the damage to the device. The most likely cause of this condition was striking bone or using excessive force to pass the needle through fibrous/calcific tissue.